Event description:
When the user attempted to grasp the insertion wire with the snare during procedure, the hooped snare got broken. The fallen hooped snare was removed with forceps.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.